Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage keypad traces. No unexpected numbers ramping on screen noted.

Event description:
The customer's mother reported via phone call that the buttons were unresponsive and numbers were ramping uncontrollably. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.